Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the non pacer dependent, asymptomatic patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited capture issues. No intervention was performed. Lead revision procedure was to be scheduled.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information on 12/19/17 stated that the lead was explanted on (B)(6) 2017. No further information was available.